Event description:
Reporter indicated that the pt experienced "feelings of continuous stimulation when she turned her head to the side" and an increase in seizures with pre-vns baseline unk. It was also reported that the pt cannot feel magnet mode stimulation and normal mode "stimulation feels weaker." In response to the continuous stimulation event, the phsycian advised the pt to stop stimulation immediately by placing the magnet over the device because the pt could "get nerve damage from continuous stimulation." During the next office visit, the vns device's off time was increased from 0.3 mins to 0.5 mins. The physician indicated that the pt "was not sleeping enough and had increased stress at the time". A medical professional indicated that all of the events have resolved.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.